Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Proximal femur dislocated from cemented constrained liner while patient was sleeping (the constrained liner was an r3 smith and nephew that was cemented into the custom pelvic triflange). In the revision surgery, the s+n liner was removed and a biomet freedom constrained liner was cemented into the cup. The femoral head on the proximal femur was swapped out with a 36mm femoral head to match the biomet liner.